Event description:
It was reported that this patient, new to the clinic, presented to the clinic with a slight increase in spasticity, but no withdrawal symptoms. The pump logs confirmed a motor stall occurred on (B)(6) 2014 and recovered on (B)(6) 2014, ¿prior to tube set message.¿ there was no report of a magnetic resonance imaging (MRI) scan or electromagnetic interference (emi). The elective replacement indicator (eri) was noted to be at 21 months. The health care provider (hcp) will continue to monitor the pump function and was to change the alarm interval to 10 minutes. The patient did have oral medications available if needed. This device system delivered morphine and baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
A representative later reported the cause of the stall was completely unknown. The patient was brought back into the office to confirm that a motor stall did in fact occur. The patient returned to the office only for their normal pump refill and recheck. The patient was doing well and they were receiving effective therapy with no issues. The pump exhibited as normal at the patient¿s recheck appointment.